Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: call service 064-0001 alarms (occlusion during prime) were observed in the black box data. Rewind, load and prime steps were performed successfully and no alarms occurred during testing. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. It was reported that the patient experienced blood glucose above 250 mg/dl and below 500 mg/dl without any other symptoms or signs of hyperglycemia. This incident does not meet animas' definition of an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.